Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. No audio beep anomaly or constant tone during testing was noted. The squealing sound anomaly and numbers anomaly could not be verified and the download could not be performed due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Blood glucose value was 127 mg/dl. . During troubleshooting, the customer stated that the contacts on the battery cap were not missing or damaged and she did see a white powder in the battery compartment which she cleaned. She also mentioned having issues with the numbers when trying to program a bolus and stated that a constant tone occurred but the display did not return after insert a new battery. She was advised to remove the battery for 2 hours and call back. She called back later and stated that the display did not return after the two hour reset. It was advised to discontinue the use of the device and revert to a backup plan. She called again on (B)(6) 2013 after receiving the replacement device. She stated that the insulin pump powered up with the battery cap of the replacement insulin pump and she was able to retrieve the settings. The insulin pump was returned for analysis.